Event description:
A male pt with hemiplegia had pre-procedure diagnosis of the right common iliac artery having stenosis, calcifications, and being tortuous. The zenith preceptor judged this case to be conditional upon pta performed. The pt underwent aaa repair in 2007. The physician encountered difficulties when he cannulated the right femoral artery due to pt anatomy, so changed the procedure to the "pull through" with left brachial artery, and introduced the contralateral iliac leg delivery system. This was successful. After the zenith procedure, the physician noticed that the contralateral iliac leg graft did not extend enough. Another manufacturer's stent was placed in the iliac leg and inflated with the balloon catheter. The procedure was then completed.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. However, an internal clinical review found that this event was the result of pt anatomy.